Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic gastric bypass, the clips weren't forming and the device was spitting clips. It was not reported how the procedure was completed. There were no patient consequences reported.